Manufacturer narrative:
(B)(6).

Event description:
It was reported that the speed increased above the set speed during the procedure. The 75 percent stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal left anterior descending (lad) artery. A1.75mm rotapro was selected for use in a percutaneous coronary intervention. After three ablations, the rotation speed increased to about 230,000 rpm from the set 180,000 rpm during movement of the burr. The knob was rotated to the set speed again; however this did not resolve the issue and the rotation speed increased again. The speed change was not audible to the user. The procedure was completed with another of the same device. There were no patient complications and the patient's status was good.